Manufacturer narrative:
The received device had the cannula assembly fully deployed. No damages observed to the adhesive pad. A bend in the exposed end of the soft cannula was observed. It is unclear when the bend occurred. The exact cause of the bleeding and bruising could not be conclusively determined. The downloaded data shows no increase in pulse widths or signs of struggle during the run that would indicate a bend/kink in the cannula or a failure of the pod to deliver insulin. No other defects or deficiencies were found during the investigation. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 337 mg/dl while wearing the pod between 4 and 24 hours on the infusion site (leg). As treatment, patient administered a bolus for meal and noticed blood in the cannula. A new pod was applied.